Event description:
Patient had 2 corneal ulcers while wearing acuvue advance contact lenses with hydraclear. Other ae documented. This record is to document the ulcer that was diagnosed in 2005. The patient presented to the ecp's office complaining of a red and painful right eye and blurry vision. The patient was examined and was found to have a central corneal ulcer. The pt was referred to an ophthalmologist and was treated with vigamox and polytrim qh around the clock.